Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this complaint, attempts were made to obtain complete patient and event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2019-10638. Related manufacturer reference number 1627487-2019-10636. It was reported that the patient never received effective therapy with the scs system. In turn, the patient underwent surgical intervention wherein the scs system was explanted.